Manufacturer narrative:
This report is submitted on april 27, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2018.re-implantation is planned but has not taken place as of the date of this report.